Manufacturer narrative:
Reliability analysis inspected 1 opened quick-serter for locking and proper operation per des8570 and d6024548-011 IFU, section 1 to 6 and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
While reporting an issue with the function of the quick serter, customer reported having a blood glucose level of 461 mg/dl. No further information was provided.